Manufacturer narrative:
Caller is unsure which system produced the reported results. Reference medwatches with (B)(4) and (B)(4) for potential systems used in these comparisons.

Event description:
Caller states the patient tested 110 mg/dl on the inform system and 50 mg/dl on a comparison lab within 10 minutes. An additional comparison reports the patient tested 118 mg/dl, 118 mg/dl, and 118 mg/dl on the inform system while a comparison lab drawn within 10 minutes returned as 53 mg/dl. No treatment information was provided. No adverse event reported. Requested return of the suspect system and a replacement was sent.